Manufacturer narrative:
Results: photo clearly demonstrated the failure mode reported by the customer. A review of the manufacturing records was completed for the incident lot and no issues were identified. Other complaints have come from the same facility, fifo procedures at the hospital might be partially to blame for the defect. Conclusion: the root cause could not be determined by the photo alone.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd intima ii¿ IV catheter straight luer connection site. There was no report of injury or medical intervention.